Event description:
Port catheter found broken from port at an outside facility. The pt was sent for catheter retrieval and port removal. Catheter and port successfully removed. Catheter broke at the vein entry site approx 2-3 cm from port attachment.